Manufacturer narrative:
The part number and lot number were identified upon receipt of the product on jan 24, 2017. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4). This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00041.

Event description:
It is reported that a screw was implanted into a bone, but was stuck in an unknown blade of an iq driver. Therefore, the screw had to be removed from the bone with the blade attached. It is reported the surgeon completed the procedure with another screw and iq blade. It is reported that no shaving of the bone took place during this event. It is reported the event did not result in a delay of more than thirty minutes.

Manufacturer narrative:
The product identities were confirmed in the evaluation. Both parts were visually evaluated and seen to have signs of normal use as well as patient tissue and blood from use. The blade had considerable amount of blood and material on the cross drive blades. The blade and screw were functionally tested by inserting the screw into white oak using an iq driver. The screw was easily inserted into the block and the blade was easily removed from the screw head. The complaint couldn't not be confirmed. The most likely cause of the complaint can not be determined as the reported event was not recreated. Potentially incorrect technique with disengaging the screw from the blade was used. Instructions for use state in the warnings section, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants." The manufacturing history was reviewed and no non-conformances were identified for this lot of iq blades. This is report two of two for the same event. Report one of two for the same event is reported on MFR #0001032347-2017-00041.